Event description:
It was reported when using the bd pyxis¿ medstation¿ es , remote manager for the refrigerator was unable to be recovered a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not detected on bus. A field service engineer found medcart cable not seated well in comm sled, reseated the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.